Event description:
The customer reported a no delivery alarm and a motor error alarm on the insulin pump. There was no known significant event leading up to the alarms, although the customer stated they worked in a hospital. The customer's blood glucose value was 243 mg/dl. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.